Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and shock therapy. The atrial pace and ventricular pace after blanking were observed, as there was a shock delivered on the t wave. Programming options were discussed. This device remains in service. No additional patient adverse effects were reported.